Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. However, unexpected low battery alarm and power loss alarm noted in the long trace due to intermittent non-sleep anomaly software error. No unexpected failed battery alarm noted. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The customer¿s blood glucose was 100 mg/d. Battery was changed four times and still got failed battery test. The pump also got power error alarm. The customer had to replace the batteries twice on a same night. Troubleshoot was performed. The insulin pump will be returning for analysis.